Event description:
A customer reported an issue with a cartridge alarm on their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the alarm issue occurred with consecutive cartridges and decided to replace the pump. The customer was informed they would receive a replacement pump with updated software and was provided instructions for returning the problematic pump. The customer acknowledged the instructions, agreed to use multiple daily injections (mdi) as backup therapy, and was advised on the steps to take upon receiving the new pump.